Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cement would not leave cement chamber when pressurized. Patient consequence? No. Action taken for procedure: new product box opened.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the mixing cement bowl revealed that an unspecified small portion of solidified cement remained inside the mixing well. Visual examination of the cement reservoir reveals that the cement was partially transferred and pulled out. A review of the device history record could not be performed as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the cement not being able to be transferred cannot be determined with the samples and the information provided. A potential root cause may be environment factors regarding the storage of the cement. As no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.